Manufacturer narrative:
The cholesterol gen.2 lot number is 828635 and the expiration date is 30-jun-2026. Reagent issues can be excluded as there were no further cases and the correct rerun data was performed with the same reagent. A field service engineer (fse) determined that the cell rinse unit was discharging an excessive amount of water, causing an overflow. The fse readjusted the system and qc was performed and passed. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable cholesterol gen.2 results from the cobas pure c 303 analytical unit. The 1st sample's initial result was 45.9 mg/dl, and the repeat result was 156 mg/dl. The 2nd sample's initial result was 42.1 mg/dl, and the repeat result was 176 mg/dl.